Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation performed on (B)(6) 2011. According to the complaint, after the procedure was complete, a vacuum was applied; however all the inflation medium was unable to be removed from the balloon. Therefore, the device was unable to be pulled through the endoscope, so the device was removed with the endoscope and the catheter was cut to remove the device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(6). Device code 419 relates 1149 for the reported defect of balloon deflation issues. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.